Event description:
Alcl case report: 8 / p bilateral mastectomy in (B)(6) 2012. History of melanoma in (B)(6) 2009. Right breast ER / pr+ / her - t16nomo. Left breast: ER/pr+/her - t1cniamo. Tac chemotherapy + hormone treatment; (B)(6) 2014 - bil reconstruction with implants. (B)(6) 2018 c/o breast pain + "bin" look of implants - MRI (B)(6) 2018. Pt recommended for further evaluation by radiology to have fluid removed from left breast to evaluate for alcl. (B)(6) 2018 - slides / pathology sent to (B)(6). Pt currently seeking recommendations from (B)(6) for treatment and surgery. As of (B)(6) 2018, plan is to remove right capsulectomy prophylactically and left capsulectomy for treatment of the alcl.